Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2002. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a sling revision/removal on (B)(6) 2011 due to urinary retention, voiding dysfunction and vaginal foreign body. (B)(4).

Manufacturer narrative:
It was reported that patient concurrently underwent posterior colporrhaphy and sacrospinous ligament suspension.

Event description:
It was reported that patient concurrently underwent posterior colporrhaphy and sacrospinous ligament suspension.